Event description:
It was reported that a spectrum pump was alarming for system error 105. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported "system error 105" was confirmed. The pump was not within specification in relation to this symptom. The deficiency was caused by seized motor assembly. The motor assembly was replaced.